Manufacturer narrative:
Product analysis ¿ as found condition: the phenom 21 catheter was returned inside the outer carton, biohazard bag, and shipping box. The solitaire stent 6x40 was not returned. ¿ damage location details: the catheter tip and marker were examined, and no damage was found. The catheter body was found to be kinked at 96.4cm from the distal tip. No flash or voids were molded in the hub. ¿ testing/analysis: the total and usable lengths of the catheter were measured to be within specifications. The catheter was flushed with water, and water exited from the distal tip. The catheter was then tested by running an in-house 0.018¿ mandrel through the catheter hub. The mandrel successfully passed through the catheter hub without issues; however, it got stuck at 96.4cm from the distal tip. ¿ conclusion: based on the returned device, the customer's complaint was confirmed, as the returned catheter was found to be kinked. However, the cause of the damage could not be determined. Since the customer did not report what type of solitaire device (ab, platinum, or x) was used during the procedure, its compatibility with the catheter could not be assessed. Possible causes of the resistance include the use of the damaged/incompatible device, vessel tortuosity, and lack of a continuous flush. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that two phenom 21 microcatheters were used in a mechanical thrombectomy procedure. No device issue was reported and no patient information was available. Additional information received reported a solitaire 6 x 40 stent retriever could not be passed through the phenom 21 microcatheter(s). A phenom 27 microcatheter was used to successfully complete the procedure.